Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the rear therapy electrode on the right side of his back. The area was described as a rash. The patient's doctor recommended using cortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.